Event description:
A reported incident involving a chemosafelock bag spike leakage was observed. There was no reported patient involvement.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.